Manufacturer narrative:
One opened and used sensor was inspected and the sensor was found broken near the base. The broken part was still attached. It could not be confirmed that the customer received the sensor in this condition was it was returned opened and used.

Event description:
Customer reported that a little sensor wire was coming out of the top of the sensor when she removed the hub from the sensor. Customer was able to remove the sensor from the body. Customer's blood glucose reading was 157mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.